Event description:
It was reported that during an unknown open procedure, the staple line leak post-operatively. Surgeon used a cdh29p and had good donuts at the time of the surgery. He had to bring the patient back to the or and give them a colostomy. Additionally, he did state during the closure process of bringing together to proximal and distal colon that the anvil was disconnecting from the trocar.

Manufacturer narrative:
(B)(4). Only event year known: 2022. Batch # unk. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 10/11/2022 additional information was requested, and the following was received: what were the indications for surgery? Cancer. What surgical procedure was performed? Robotic lar . Did the patient receive any preoperative chemotherapy or radiation? N/a. Were there any issues experienced with the device in the initial surgical procedure? Yes. Surgeon claimed to have felt connection prior to anvil dislodging from trocar spike three times. Worked on final attempt. What healthcare professional fired the device and what is his/her experience with the device? Primary general surgeon; experienced. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? N/a did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Waited 8 seconds were there any issues with device use/firing? No issues during firing what confirmation was received that the device completed the firing sequence? Green check mark, two perfect donuts, negative leak test. Leak occurred day 4 or day 5. Was the green checkmark visible at the end of the firing? Yes how many counter-clockwise revolutions of the adjusting knob were used to open the device? N/a was there any difficulty removing the device? No difficulty removing was a complete transection of the white breakaway washer visually confirmed? N/a were there any issues noted with staple formation? N/a was a leak test performed? Yes negative was the staple line visualized endoscopically during the initial surgical procedure? No how many days postoperative did the leak occur? Day 4-5 post op how was the leak identified? N/a md found leak on day 4 day 5 post op what was observed at the site of the leak upon reoperation? N/a how was the leak addressed? Colostomy bag for now is the colostomy temporary or permanent? N/a.